Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 6 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to prosthetic aortic valve insufficiency. It was also indicated that this event was not related to a malfunction of the edwards device. Unfortunately, no other details were provided. The subject device was reportedly replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: additional information regarding the event was requested (e.g. Operative report, discharge summary, etc.); however, it has not been provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.

Manufacturer narrative:
Additional manufacturer narrative: based on the operative report provided by the health-care provider, the patient presented with progressive symptoms of heart failure. Transesophageal echocardiogram showed significant aortic regurgitation of his previously placed bioprosthetic valve. Intraoperative echo also demonstrated moderate aortic stenosis. Atherosclerotic changes were noted in the ascending and descending aorta. The valve was removed and the annulus was debrided of any calcium. No other details reported.